Manufacturer narrative:
Pump received with corroded battery tube and detached end cap noted. Unable to perform displacement test due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was crack in case and they pressed a part of the case during prime. The customer's blood glucose was 79 mg/dl at the time of incident. The insulin pump was returned for analysis.